Event description:
It was reported that during an unknown procedure, the clips were not feeding properly. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned with the jaws misaligned causing the clips to be scissored and making the instrument non-functional. No conclusion could be reached as to what may have caused the found damage. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.